Event description:
The customer reported that after three ablations, the insulating coating of the needle was found damaged. The patient received a 3rd degree, 1cm x 1cm, burn at needle insertion site. The total ablation time was 31 minutes. The generator reached a maximum of 140w. A metal guiding needle was in use. The patient was seen by dermatologist, but they did not have to stay in hospital for burn treatment. The patient was discharged and told to see the family doctor. No other patient information was available.

Manufacturer narrative:
The incident sample has been requested, but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.